Event description:
It was reported that the tip that holds the blade on the sternal saw broke off during cardiopulmonary bypass surgery. No pt injury was reported.

Manufacturer narrative:
The saw was returned to terumo for investigation and it was confirmed that the sternal saw blade protector was broken as a result of user mishandling. The saw was repaired and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.